Event description:
The patient reported: "I have a vp shunt that was placed in 2013 in (B)(6). I currently live in (B)(6) and no one here service this shunt or use it. The dr in (B)(6) will service if I pay $500 upfront for initial visit. That didn't include anything. I am disabled and because of the fact that this very sensitive shunt hasn't been serviced and doesn't work properly, I have a lot more that I'm dealing with now." "I will be honest I have been thru hell and back several times with this shunt and I'm growing tired. Please can y'all help me. It's not ok that no dr in (B)(6) will touch this shunt because they don't want to go behind another dr. And I can't afford to pay out of pocket either." Additional information received: "I have no idea what the problem is with the shunt or even if the shunt is malfunctioning. What I do know is I have the same symptoms with more intensity as before and since 2013, (2025 now). My shunt has not been serviced and no one can service it or will touch it because it was placed in another state. And the dr in that state won't see me unless I pay upfront which I can't afford." Additional information received: "I would love to follow up unfortunately no one will touch this shunt. I have no idea if it's working or set correctly or anything as it hasn't been serviced, checked, touched or anything since 2013."

Manufacturer narrative:
The certas valve (unknown ID) was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.